Event description:
It was reported that an asymptomatic patient presented via remote transmission with non-sustained lead noise due to far p-wave oversensing. It was noted that the device had migrated. Device was explanted along with lv lead repositioning. Patient was in good condition.